Manufacturer narrative:
A device history review was conducted. The report indicates that there were no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during foot surgery on (B)(6) 2014. The complained device did not cause patient harm nor did it take time out of the surgery. The broken device was removed easily without additional intervention. The procedure was successfully completed. The patient outcome was reported as good. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 323.062, lot 8449710 2.0mm drill bit with depth mark, quick coupling, 140cm was received intact. The device is in fair condition with a broken tip and a homogenous fracture surface 8.5cm down the shaft. Device was manufactured in 6/2013 and is 1 year old. The returned device was received in fair condition and was returned and reported to have broken during surgery. This condition is confirmed; there is a homogenous fracture surface 8.5cm down the length of the shaft of the device and 3mm from the beginning of the fluting. It is likely that this condition was caused by a collision of the drill bit with something harder than bone, likely another screw within the construct. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that a collision with another device led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.